Event description:
Event description guidant received information that during a scheduled device replacement for elective replacement indicator (eri), it was discovered this right ventricular endocardial lead had an insulation tear due to an acute bend at the device/lead interface. At a later date, during a routine clinic visit, it was noted this patient had a non-sustainned episode in the arrhythmia logbook that showed fine, low amplitude noise on the rate/sense channel on two separate occasions, at 3:30 and 6:30 a.m. The noise inhibited pacing in this patient who has an intrinsic rate of about 40 beats per minute. No noise could be recreated with pocket manipulation and isometrics. All lead measurments are within normal limits. The patient stated he has a light switch at home that he believes may not be properly grounded.